Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was stated the patient had a successful trial, and that stimulation was helping the first 2-3 months after implant. After that point, it was stated that it was "not helpful" and the patient stopped charging the device. It was noted that stimulation felt like "lightning bolts" going through their body. It was further indicated that the patient had not charged nor used stimulation since 2009. Additional information was requested, but was not available as of the date of this report. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).